Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of aortic valve stenosis, nyha functional class iii heart failure symptoms, dyslipidaemia, hypertension, previous acute myocardial infarction, coronary artery disease, stable angina, renal failure (not on dialysis), carotid stenosis, hostile chest, and previous cardiac interventions including coronary artery bypass grafting and coronary angioplasty underwent an initial implant procedure with a transcatheter aortic valve evfxplus-29. During hospitalization, electrocardiogram abnormalities including left bundle branch block and first-degree atrioventricular block were observed. A pacemaker was implanted during the hospital stay, and the patient was not pacemaker dependent. The patient was discharged home with no late complications.